Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cruciform screwdriver handle was starting to flake. It is unknown when the issue was discovered. It is unknown if there were patient and procedure involvement. This is report 1 of 1 for complaint (B)(4).